Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation under her breast and under the back therapy electrode pads. The irritation under her breast was reported to be caused by the garment cutting into her skin. The irritations were described as raised and red. There were no sores, bumps or broken skin. The patient reported consulting her doctor who recommended the patient leave the vest off for several hours and to use an ointment. It was later reported that the doctor prescribed the patient valacyclovir. A subsequent follow up indicated that the patient was experiencing some cracking of the skin and open sores. During a final follow up, the patient reported that he has a nickel and silver allergy and that the medication provided by the doctor were helping to improve the irritation. There were no allegations of a device malfunction contributing to the irritation.